Event description:
The patient underwent lead revision surgery. The explanted lead was not returned to the manufacturer. No additional relevant information has been received to date.

Event description:
High impedance was observed on a patient's device via system diagnostic test. The patient's device was not at end of service. X-rays were taken by the nurse, but the cause of the high impedance was not identified via x-ray. The x-rays were not reviewed by the manufacturer. No additional relevant information has been provided to date. No surgical intervention has occurred to date.